Event description:
The customer reported a battery failure where the battery did not provide enough power to print during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.